Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture.

Event description:
A dfr component will be revised on (B)(6) 2026 as it appears to have failed bushings/internal components. The part was implanted on (B)(6) 2019 [customer].